Manufacturer narrative:
The device's functionality was tested on the bench and on the automated tested system. The device was found to be normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient expired. No known cause was reported or device issues.